Manufacturer narrative:
Device will not be returned, therefore no evaluation will be performed. Bwi concomitant products: lasso 2515 nav variable catheter; us cat num: ln122515ct; lot number: unknown. Mobicath, bi-directional guiding sheath us cat num: d140011; lot number: r1701247; (product not distributed in the us). Other concomitant product: st. Jude medical's swatrz slo. (B)(4).

Event description:
It was reported that during an a-fib procedure, a pericardial effusion was discovered when the physician removed the sheaths (mobicath, bi-directional guiding sheath and st. Jude medical's swatrz slo) from the patient's body. Patient was stable and fine after pericardial effusion has been drained. Patient did not require hospitalization and has fully recovered. Patient's prognosis was excellent. The physician stated that the incident was not product-related, but a mislocated transeptal puncture on fossa ovalis. Facility is unwilling to provide patient information.